Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 11-aug-2017. The most recent information was received on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("very heavy menstrual bleeding"), tendonitis ("recurrent tendonitis in left arm and right hip") and hemianaesthesia ("numbness of left arm and left cheek") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced tendonitis (seriousness criterion disability), hemianaesthesia (seriousness criterion medically significant), adnexa uteri pain ("electrical discharges in left ovary"), back pain ("lower back pain"), fatigue ("major fatigue"), myalgia ("muscle pain"), joint crepitation ("loud cracking in right knee"), joint dislocation ("dislocation of left thumb"), fibroadenoma of breast ("breast fibroadenoma which quickly multiplied"), breast cyst ("fluid-filled cyst in right breast"), device damage ("dental fillings that broke or fell out") and device failure ("dental fillings that broke or fell out"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (awaiting date for removal of inserts by laparoscopic total hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the menorrhagia, tendonitis, hemianaesthesia, adnexa uteri pain, back pain, fatigue, myalgia, joint crepitation, joint dislocation, fibroadenoma of breast, breast cyst, device damage and device failure outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, back pain, breast cyst, fatigue, fibroadenoma of breast, hemianaesthesia, joint crepitation, joint dislocation, menorrhagia, myalgia, tendonitis, device damage and device failure with essure. The reporter commented: on disability leave since (B)(6) 2017. Awaiting a date for removal of inserts by laparoscopic total hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 15-aug-2017 for the following meddra pt: menorrhagia: n° 437 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-aug-2017: after internal review, the event "dental fillings that broke or fell out" was split and the meddra pts device damage and device failure were added to the case. Incident. No lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.